Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the system board was observed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received info from a third party service center alleging a ventilator would not power on. There was no harm or injury reported.